Event description:
The customer reported approximately fifty (50) milliliters of unknown fluid leaked from the coulter act 5diff autoloader (al) analyzer and onto the counter. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the tubing was off on the top of pinch valve lv12. The fse replaced the valve assembly for pinch valve lv1-12 and resolved the issue. The instrument was verified with latex checks, reproducibility, startup and quality control (qc); no further issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).